Event description:
Caller reports lancet protrudes beyond the end cap of the soft touch device. Caller is using a generic brand of (B)(6) lancets. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.